Manufacturer narrative:
A2: age at time of event: 18 years or below. A4: weight: 54.1. Device evaluated by MFR.: unit returned in a generic plastic bag. Only was returned the sheath assembly, as part of overall visual revision. A kink was observed in the sheath assembly of the device from femoral marker to distal end. The sheath assembly of the device was detached from the strain relief. The telescope assembly did not returned. The guidewire exit port was observed damaged. No other visual damages were encountered upon visual inspection. The lapjoint section was within specification. A media inspection was performed and confirmed the encountered damages of sheath detachment, kink in the sheath assembly and guidewire exitport damage.

Event description:
It was reported that device interaction and removal difficulty occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified distal right coronary artery to atrioventricular branch and mid right coronary artery (rca). A w-perm sled ster bag opticross was introduced for an intravascular ultrasound (ivus) check. After predilatation was performed in the lesions using an nc emerge 2.25x12, a 2.25x16mm synergy ii drug-eluting stent was placed in the rca distal to the atrioventricular branch. During ivus, stent malapposition was confirmed and post-dilatation was performed again using nc emerge 2.25x12. Another ivus check was performed and stent apposition remained. When an attempt was made to remove the opticross, the guidewire exit port caught in the strut near the distal edge of the placed stent and the opticross could not be removed. The physician did not notice much resistance when pulling the opticross, but the guide catheter was deeply engaged in the coronary artery. At that time, the stent moved/migrated around the proximal part of the distal rca and fluoroscopy confirmed the stent length had been shortened. After cutting the outer part of the opticross proximal shaft, the imaging core was pulled and a 0.025 inch wire was inserted. The opticross was again pulled but could not be removed. A non-bsc guidewire was passed through the stent area by double guide. A microcatheter, a non-bsc ivus catheter, and a 1.00x12 mm balloon were all inserted but none were able to pass the stent part. Another microcatheter was placed in the opticross and was able to forcibly remove the device. Another attempt was made to expand the synergy stent with a 2.00x12mm balloon, but it could not pass through the stent. When fluoroscopy was performed, no problem with blood flow was noted so post dilatation of the synergy stent was stopped. The procedure was completed by placing a 3.00x12mm non-bsc stent in the mid rca. No patient complications were reported. Three days later percutaneous coronary intervention was completed on the left circumflex artery without issue and the patient condition was good.

Manufacturer narrative:
Age at time of event: 18 years or below. Weight: (B)(6).

Event description:
It was reported that device interaction and removal difficulty occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified distal right coronary artery to atrioventricular branch and mid right coronary artery (rca). A w-perm sled ster bag opticross was introduced for an intravascular ultrasound (ivus) check. After predilatation was performed in the lesions using an nc emerge 2.25x12, a 2.25x16mm synergy ii drug-eluting stent was placed in the rca distal to the atrioventricular branch. During ivus, stent malposition was confirmed and post-dilatation was performed again using nc emerge 2.25x12. Another ivus check was performed and stent apposition remained. When an attempt was made to remove the opticross, the guidewire exit port caught in the strut near the distal edge of the placed stent and the opticross could not be removed. The physician did not notice much resistance when pulling the opticross, but the guide catheter was deeply engaged in the coronary artery. At that time, the stent moved/migrated around the proximal part of the distal rca and fluoroscopy confirmed the stent length had been shortened. After cutting the outer part of the opticross proximal shaft, the imaging core was pulled and a 0.025 inch wire was inserted. The opticross was again pulled but could not be removed. A non-bsc guidewire was passed through the stent area by double guide. A microcatheter, a non-bsc ivus catheter, and a 1.00x12 mm balloon were all inserted but none were able to pass the stent part. Another microcatheter was placed in the opticross and was able to forcibly remove the device. Another attempt was made to expand the synergy stent with a 2.00x12mm balloon, but it could not pass through the stent. When fluoroscopy was performed, no problem with blood flow was noted so post dilatation of the synergy stent was stopped. The procedure was completed by placing a 3.00x12mm non-bsc stent in the mid rca. No patient complications were reported. Three days later percutaneous coronary intervention was completed on the left circumflex artery without issue and the patient condition was good.